Manufacturer narrative:
(B)(4). Other remarks: this complaint is reportable due to the decision to exchange the iab catheter to continue therapy, which can result in delay in patient therapy and harms as outlined in hazard and harm d006445 rskh 12199. However, a fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted.

Event description:
It was reported that the staff is having issues with the fos connections. The first intra-aortic balloon (iab) was attempted on two separate intra-aortic balloon pump (iabp) and would not auto zero. They then pulled a second iab to insert on a 3rd iabp. The staff said it then went to red x's, and the clinical support specialist (css) told them to insert the iab anyway so there was no further delay to the patient although he was stable and supported. Once the iab was inserted, the fos status said ok and previously zeroed. The staff said it had not been connected to this pump previously. The pressures were compared to the central lumen transducer on the pump and the maps were only 2 mmhg different. Css verified this was correct and the red slash is not present in the fos zero icon. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab fos would not zero is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: this complaint is reportable due to the decision to exchange the iab catheter to continue therapy, which can result in delay in patient therapy and harms as outlined in hazard and harm d006445 rskh 12199. However, a fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted.

Event description:
It was reported that the staff is having issues with the fos connections. The first intra-aortic balloon (iab) was attempted on two separate intra-aortic balloon pump (iabp) and would not auto zero. They then pulled a second iab to insert on a 3rd iabp. The staff said it then went to red x's, and the clinical support specialist (css) told them to insert the iab anyway so there was no further delay to the patient although he was stable and supported. Once the iab was inserted, the fos status said ok and previously zeroed. The staff said it had not been connected to this pump previously. The pressures were compared to the central lumen transducer on the pump and the maps were only 2 mmhg different. Css verified this was correct and the red slash is not present in the fos zero icon. There was no report of patient complications, serious injury or death.